Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced an electrified feeling. Touching metal surfaces often resulted in electric jolts. The ins was loose and the sutures were probably loose. There were no external contributing factors. No troubleshooting was performed so far. The patient will probably contact the physician in order to perform an impedance check. No interventions or actions were taken to resolve the issue. Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.